Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had noise noted that were being sensed as atrial tachycardia/atrial fibrillation (at/af). Isometrics was done with the patient, which also showed noise on the right ventricular (rv) lead, however this was not sensed. Noise was also present during pocket manipulation on both leads. It was noted that sensing integrity counter (sic) was high on the atrial lead but not as much on the ventricle. There were also some short v-v events that was not viewable. It was further reported that the two silicone leads rub against each other and abraded the insulation which is causing the mirror noise on the electrograms (egm). Reprograming was done, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.